Event description:
Related manufacturer reference number :1627487-2022-01127. It was reported that patient experienced ineffective therapy due to high impedance on all the contacts. As a result, surgical intervention was undertaken where in the both the leads were explanted and replaced addressing the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the serial number and/or lot number were not provided.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection of both lamitrode4 showed broken wires inside the paddle. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.